Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. During evaluation, thermal damage was noted to the devices interface board and a failure related to the system board was observed. The devices interface board and system board were replaced to address the issues. The system board and interface board were returned to the manufacturer's product investigation laboratory for further investigation. During evaluation, the technician noted electrical overstress to the system board and thermal damage to the interface board. The cause of the system board failure was related to the 3.3 vdc line being shorted to ground, resulting in thermal damage to the ferrite (e17) of the interface board.